Manufacturer narrative:
(B)(4). The service engineer replaced the direct current to direct current (dc-dc) printed circuit board (pcb) and the issue was resolved. A full calibration and operational verification procedure were performed. A visual inspection found a burned component on the pcb.

Event description:
It was reported that during preventive maintenance the ventilator failed the battery test when it turned off immediately after the alternating current (ac) power cord was disconnected. There was no patient involvement.